Event description:
It was reported that the maryland bipolar forceps instrument wire was sticking out at the tip of the instrument prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal idler. No damage was found on the clevis. There were scratches on the surface of the distal pulley. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the main tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable, if to recur could cause or contribute to an adverse event.